Manufacturer narrative:
Office does not document race/ethnicity data. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).

Event description:
It was reported that the event involved a daybreak sleep appliance device used by a 74-year-old female patient. The patient began using the device on (B)(6) 2026 they reported the following to the company representative: "went to a dental consultation because she felt like the crown on the lower right first molar was wiggling slightly after trying the device. The dentist took an x-ray and found that the abutment is broken. She is not replacing the crown yet, but the area is now extremely sensitive to any pressure, so she cannot continue trying additional remakes at this time. The dentist told her that the tooth may last for about two more years, but it will eventually need to be extracted. It was reported that the incident occurred on (B)(6) 2026 and on the same date the patient stopped using the device. No additional medical or surgical procedures were reported. The reporter's office location is in (B)(6).